Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller alleged that the patch of the infusion set dissolves after a certain time, which resulted in an insulin leak.